Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient. The results provided were: initial 6.7mg/dl / repeated after physician questioned = 2.2mg/dl. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Due to a single elevated magnesium result, on the architect c401827, service was dispatched to the customer site. The field service representative (fsr) observed that the aero/c8k mixer (list number 09d59-02) was damaged. The fsr replaced the part which resolved the issue. A service history review for architect c401827 revealed no additional erratic or discrepant results since the part was replaced. A review of the architect system operations manual contains adequate information for troubleshooting the observed issue. The architect c4000 service and support manual (204733-128) provides information for the troubleshooting, removal, and replacement of the aero/c8k mixer (list number 09d59-02). A review of tickets for the aero/c8k mixer identified no additional complaints or trends for the issue. Based on the investigation no product deficiency was identified for the architect c401827 nor the aero/c8k mixer (list number 09d59-02).